Event description:
It was reported that the patient presented for an implant procedure. During the procedure, immediately upon release of the leadless pacemaker from the delivery catheter, the device dislodged. The device was successfully retrieved without incident and a new one was implanted. There were no patient consequences.